Event description:
It was reported that the customer received a button error alarm on the insulin pump and there was a crack on the pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 174 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).